Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 499 mg/dl. The customer experienced different blood glucose level of 175 mg/dl. The customer was treated with fluids and IV insulin. Customer did report any symptoms related to high blood glucose level nausea and vomiting. Troubleshooting was not performed for high blood glucose. The insulin pump will not be returned for analysis.